Manufacturer narrative:
A lead experiencing high impedances was reported to abbott. Surgical intervention took place wherein an impedance check was performed. Intra-op impedance check revealed normal impedance values and the lead remains implanted and is providing effective therapy. The cause of the initial impedance issue cannot be ascertained. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient does not have adequate therapy due to high impedance. As such, surgical intervention took place on (B)(6) 2020 wherein impedance check was performed. Intra-op impedance check revealed normal impedance values. Post operatively, therapy was restored.